Event description:
Information was received indicating that the motor drive of a smiths medical medfusion pump was loud and the flow accuracy was off by 2 milliliters (ml). It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed good condition with no appearance of any physical damaged. Customer's reported issue was not duplicated. Pump was found running loud during syringe delivery test. Performed accuracy test which is all within the required specifications. The root cause of the reported issues was determined to have been from normal wear; device was over six years old. Actions taken to mitigate the reported issue: cleaned and greased the whole motor assembly. Repair was not needed due to no problem found. Performed all the functional testing which passed.